Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. Accurate measurement of the helix is not possible due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the initial placement was stable and testing yielded terrific numbers. However, when the physician cracked and peeled the introducer, the lead forcibly dislodged. After multiple attempts to reposition the lead and test it, it was determined that the forceful dislodgement may have resulted in tissue being lodged in the helix, resulting in problems with redeployment and/or testing values at that position. High thresholds and high impedance was noted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.